Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the buttons were sticking. The customer stated that these issues began the night before the call. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.